Manufacturer narrative:
D2b.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 35 mg/dl. Reportedly, the continuous glucose monitor sensor reading inaccurately indicated 85 mg/dl at the time of the event; however, no further information was available regarding the cause of the low bg. Customer administered a glucagon spray to initially address bg. At the ER, the customer was treated with intravenous fluids and glucose. Customer was released from the ER on (B)(6) 2023 with the issue resolved and no permanent damage. A replacement sensor was sent to the customer.